Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm system. The result was reported to the physician(s). The same patient sample was reprocessed on the same system on the next day and a higher result was obtained. A corrected report was issued. The patient was admitted based upon the low sodium result. There are no known reports of adverse health consequences to the patient due to the falsely depressed sodium result or the hospital admission.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (05-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. Quality control (qc) was in range when the sample was processed. A siemens customer service engineer (cse) was dispatched to the site. The cse performed multiple troubleshooting or maintenance service tasks for events of this nature. The dimension exl with lm system verification indicated acceptable performance after the service visit. No systemic product non-conformance was identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00345 was filed 28-dec-2022.